Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, the 26mm sapien xt was implanted for 9 year and 5 months. The patient returned for a valve-in-valve procedure due to severe central regurgitation.

Manufacturer narrative:
H2, h6 updated the valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. As the complaints for valve regurgitation central leak was unable to be confirmed, a complaint history review was not performed. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. Therefore, a device history review (DHR) or lot history is not required. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: IFU for novflex delivery system with sapien xt valve. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The device under investigation had been implanted for more than 5 years and there is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is complete and no further action is needed. The complaint for valve regurgitation central leak was unable confirmed due to unavailability of product returned and relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, noncalcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information available, a definitive root cause is unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.